Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a non-delivery of medication is a programming/user error; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the medication did not infuse. The disposable and the pump were connected to a patient when the event occurred. The device's settings read: continuous infusion rate: 3.3; reservoir volume: 5150; given: none infused; air detector: off; upstream sensor: off; length of infusion: 46 hours; lock level: 2. No adverse patient effects were reported by the customer.